Event description:
Deep vein thrombosis with floating clot. Infomration was received on 25-oct-2006 from a physician regarding a female patient with a medical history of knee osteoarthritis and cancer who experienced a deep vein thrombosis. The patient began treatment with synvisc. The patient received one injection of synvisc in each knee. Two days later, the patient experienced a deep vein thrombosis with a floating clot in gastrocnemius vein in an unspecified leg. The patient received an anticoagulant treatment with previscan and was on sick leave for 15 days. Treatment with synvisc was discontinued as well as the concomitant medication tamoxifen. The assessment of the intensity and relationship between the adverse event and synvisc were not provided per the physician. At the time of this report, the patient's outcome was unknown.